Event description:
Procedure: lap cholecystectomy. Reportedly, during use the balloon ruptured. The broken pieces fell into the patient cavity and were all retrieved. There was no reported injury to the patient.